Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 507mg/dl. It was stated that the customer had food poisoning, was vomiting and dehydrated, which may have caused his high blood glucose. The caller also mentioned having battery alarms. Troubleshooting was declined as mother stated that there is not device related. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.